Event description:
On (B)(6) 2010: customer reports, male undergoing stent insertion under general anesthesia when the fluoro failed. Mobile equipment (c-arm) moved into the room and the procedure was completed without further incident, no reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.